Event description:
A patient reported blood glucose results of 237 mg/dl with a lifescan meter and 175 mg/dl on a laborator5y device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt retested and obtained a result of 199 mg/dl with the reported meter. Meter was replaced.